Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor had particulate matter embedded in the tubing of the device. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot 14j008 was manufactured from september 09, 2014 ¿ september 11, 2014. One actual unit was received for evaluation. Visual inspection revealed evidence of a brown particle approximately 0.02 square mm in size, embedded in the material of the tubing component. The particle was not in the fluid path. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.